Event description:
The facility reported a colleague infusion pump with a failure code 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 814:04 was confirmed during product evaluation. However, the assignable cause was not identified. No repairs were performed for the reported condition due to estimate refusal by the customer. The user interface module software version is 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.